Event description:
It was reported that foreign matters (hairs) were observed at the tip of the catheter during catheter pre-flushing.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx2371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that foreign matters (hairs) were observed at the tip of the catheter during catheter pre-flushing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to poor sample condition. Three photo samples of a 4 fr groshong nxt catheter were provided for evaluation. The photos show the catheter being held by a clinician outside of patient use. The distal tip has a red circle drawn over the image. A thin, dark fiber appears to be present in the blue catheter tubing near the distal end. The characteristics visible in the images do not provide enough identifiable information to determine the type of material and source. Based on the information provided, possible contributing factors include contamination of product during kit packaging or after kit opening. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing-related root cause. Since the material shown in the images could not be identified and the condition of the kit components prior to kit opening and use are unknown, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.